Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient dislocating while sleeping. The surgeon went from a 32n head to a 40n with a +4 40 mm s/constrained liner.